Event description:
Attempts for the return of the patient's explanted generator have been unsuccessful to date. However, additional information was received from the patient's referring physician which revealed that the increased seizures were not related to vns. The patient has intractable epilepsy, and the increase in seizures is "coincidental" with the time of replacement. She described the patient's seizure frequencies as still overall being improved from prior to vns therapy. The vns device was believed to have been functioning normally. No additional information was provided.

Event description:
It was reported that the patient's vns generator was being referred for prophylactic replacement because the "intensified follow-up indicator" (ifi) was now showing "yes." Clinic notes were later received indicating that the patient had previously experienced an increase in seizures in notes dated (B)(6) 2012, but these had later stabilized according to a note dated (B)(6) 2012. The note dated (B)(6) 2012, mentions the change in the ifi indicator prompting the replacement. The relationship of the increased seizures to the pre-vns baseline is unknown. The note dated (B)(6) 2012, indicates the patient had 2 seizures the week prior to the report. The patient's neurontin was decreased to 300mg at that time. The note dated (B)(6) 2012, indicates the patient believed he had 4 gran mal seizures in the past month. The patient's vns settings were adjusted to help with the seizures. The note dated (B)(6) 2012, indicates the patient had 2-3 major grand mal seizures in the past month, but the physician also noted that the patient was "having breakthrough seizures but overall stable." Surgery to replace the patient's vns generator has occurred. Attempts for additional information have been unsuccessful to date. Attempts for the return of the patient's explanted generator are in progress.

Manufacturer narrative:
Age at time of event, corrected data:the initial report inadvertently reported the patient's age incorrectly.

Manufacturer narrative:
.